Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". After clinical analysis if the mentioned adverse event (mobility that will end in tooth loss #9) it is noted on initial records that the mentioned tooth had a pre-existing buccal recession and swollen gingiva, same as tooth #10 and #11. No initial x-rays were submitted to evaluate the alveolar bone, periodontal ligament among other structures. When the treating doctor was asked how is the event related to the use of the product they answered: retainers were too tight. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported patient presents tooth mobility and will require tooth extraction of tooth #9. No additional information is available at this time.